Event description:
(b)(4) Device Registry, Patient Site ID: (b)(6). It was reported that on (b)(6) 2026, a 23mm Epic Max Aortic Valve was chosen for implant. It was then reported on (b)(6) 2026, patient experienced heart failure with diffuse hypokinesia, severely dilated left ventricle, and atrial fibrillation with recurrence despite pharmacological cardioversion. Patient was administered medication.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.